Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the initial interrogation of the implantable pulse generator (ipg) revealed the battery voltage was too low for implant and may not recover appropriately. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.